Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. It is possible that foreign material adhered to the forceps elevator due to reprocessing that couldn't be conducted properly due to leakage from between the plastic distal end cover and the arm cover. It is also presumed that the foreign material adhered to the light guide lens due to a peeled lens due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. However, a definitive root cause couldn't be determined. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Instructions for use states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenoscope exhibited foreign materials at the forceps elevator and inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.